Manufacturer narrative:
Customer is claiming false negative because they tested negative using ihealth flu a&b/covid-19 3-in-1 rapid test on saturday (B)(6) 2025 then tested positive for flu b on tuesday (B)(6) 2025. The type of test taken at the doctor was described as a "lab test",consider it as a molecular test. The dates between the molecular test and the ihealth test are too widely spaced. The manufacturer retested the lot (242cf10513) with flub positive samples ,no false negative for flu b were detected.

Event description:
Event details: I ordered your covid/flua&b tests through amazon in march. My kid got sick on friday and I tested her on saturday. The test came back negative for all (but control was marked, so it seemed like the test was valid). We waited a few days and her symptoms were not getting better. Today (tuesday) the doctor ordered a lab test and it came back positive for flu b.